Event description:
It was reported that the light source was on level 30%. The light cable was connected and the light source was activated. The other end was on the drape and after less than 30 seconds it was burned through

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore, the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The device manufacture date is not known at this time it was reported as unknown. Probable root cause for the reported failure involving this device could have been caused by: safelight design; boot material; light source. Use error: the product was not returned for investigation therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light source was on level 30%. The light cable was connected and the light source was activated. The other end was on the drape and after less than 30 seconds it was burned through